Event description:
Information was received from a manufacturer representative regarding an external device to an implantable pump. It was reported that the manufacturer representative (rep) stated they just gave a brand new tablet to the healthcare provider (hcp) and when they were updating multiple patient pumps they were repeatedly getting a 338 error code and had to restart the tablet multiple times. The rep was informed that they would be transferred to it and they stated they had already spoken to them and they were not helpful. The rep disconnected before getting the serial number of the tablet.

Manufacturer narrative:
Continuation of d10: product ID a810 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a810, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.